Event description:
The customer reported system is displaying an ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated main frame and c-arm connectors and pcbs. Sys operates as intended. (B) (4).